Manufacturer narrative:
G5:510(k)#: k102985. B4:12aug2021. The customer replaced the solenoids and data acquisition board to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device is displaying proximal pressure sensor autozero failed. The unit also has a check vent code 110b in the significate log. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The remote rse recommended parts, 2 autozero solenoids for sol 3 and sol 4 and data acquisition pcba, autozero solenoid, data acquisition pcba to resolve.